Event description:
The customer alleged that there was a cidex leak from the unit. There were no injuries reported from the event. An asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: replaced the compressor skinner valve because it was leaking, performed a test cycle, and verified that there were no leaks.